Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. The caller did not provide information regarding any impact on blood glucose levels. Technical support provided information on how to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reoccurred, which the caller acknowledged and understood.